Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that reports showed medication in auxiliary drawer 2.1 a4 but physically located in auxiliary drawer 2.2 a6. A field service engineer had spoken with the narc technician earlier that day about the situation. The fse had asked for verification of what was actually in those two pockets. It was stated that the correct medications had been in the correct pockets, and both had opened without failure during the inventory count. Since the reports had not been clarified, a follow-up was planned for the next shift. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, med was not showing in correct pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.